Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The narcotic, fentanyl, was over 1/2 full and IV pump was reading .8ml remaining in vial at morning check" was not verified. No component could be identified for causality. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was reading .8ml remaining in vial at morning check when the narcotic, fentanyl, was over one-half (1/2) full which caused an incorrect dosage to the patient during delivery (dose, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.